Manufacturer narrative:
Date of the event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 1627487-2023-05645. It was reported the patient's leads had migrated. As such, surgical intervention occurred where the leads were explanted and replaced to address the issue.